Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to allow the associated defibrillator to discharge intermittently.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.